Event description:
It was reported to medtronic minimed that the customer had ongoing issues with sensor update then change request and could not trust the pump anymore. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1885 was requested and the customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0872 inches. Successfully downloaded history files and traces using thump. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Sensor updating/sg not available was not confirmed. Change sensor/bad sensor was not confirmed. Pump received with a high sleep current measurement, problem was isolated to electronic stack. No current code/category was confirmed due to high sleep current measurements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.